Manufacturer narrative:
Review of procedure #(B)(6) surgery video showed an unknown corneal condition that intersects with the intended arcuate incision. Unidentified underlying patient condition could contribute to reported perforated arcuate incision. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that they experienced a perforated ak during procedure ID #(B)(6). Site is seeking review of the procedure.